Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they hadn't charged the implant in over a year because the stimulation wasn't working one way or the other. If patient didn't charge the implant, they felt the same as if they charged it up. It was a real time consuming and it was a pain in the tush. Technical services(ts) reviewed recharging neurostimulator to allow MRI mode. Ts reviewed passive recharge mode. Patient to find her equipment and recharge. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.